Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/15/2023, it was reported by a sales representative via email that an ar-2324bcc biocomposite swivelock c stay stitch ripped out from the anchor, seemingly the eyelet in the anchor. The entire suture was intact. This was discovered during an aclr procedure on (B)(6) 2023. The case was completed with the same anchor, and the eyelet stayed in the pilot hole of the anchor. Additional information requested.